Manufacturer narrative:
**Update** (B)(4) 2012 - the complaint was reopened because requested medical records were received.examination of the provided patient records by a (B)(4) has not identified any indication that product error was a factor. After a review of the additional information a need to establish corrective action is still not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of the liner was fractured.